Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿exposure of silica from rupture,¿ edema, pain, and concern with the product.

Event description:
Healthcare professional reported right side "benign-appearing nodules" not related to the device. Patient reported ¿was not made aware of the recall,¿ ¿exposure of silica from rupture,¿ edema and pain. Patient additionally reported ¿scleroderma,¿ and ¿joint pain,¿ not related to the device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.